Manufacturer narrative:
Findings: pump received with loose/protruded drive support disk, minor scratched display window, broken reservoir tube lip, missing end cap sticker and stained address/serial number label. Pump unable to prime during prime test due to loose/protruded drive support disk. No compromised force sensor system alarm noted. Motor error alarm during basic occlusion test due to loose/protruded drive support disk. Pump passed idle current test, run current test, self test, off no power test, unexpected alarm error test, displacement test and rewind. Unable to perform occlusion test, excessive no delivery test due to prime anomaly. No smell insulin on pump noted.

Manufacturer narrative:
The information provided for the product code and common device name with the initial report was incorrect. The correct information has been provided with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a prime and rewind anomaly. The customer reported that insulin was squirting out during the manual prime process. Insulin continued to drip after the motor stopped. They were receiving a compromised forces sensor system alarm on the insulin pump. They were unable to exit the preparing to prime loop. The customer¿s blood glucose level was 331 mg/dl. Troubleshooting was performed. It was found that the drive support cap was sticking out. They did not recall pressing the cap while connected. They were advised to discontinue use of the device and revert to a back-up plan. They were advised that the device would be replaced and agreed to return the product for analysis.